Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in clinic follow up, it was observed that the device has delivered inappropriate shocks upon the patient experiencing a ventricular tachycardia (vt). Technical support was contacted and it was noted the device behaved according to the programmed settings. Reprogramming was recommended. The patient was hospitalized and reprogramming was performed. The patient was stable.